Event description:
It was reported to philips that the device would power off when the charge button was pressed during operational testing. There was no reported patient involvement/adverse patient impact.